Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling device was being used to resect the stomach. The first firing was closet to the pyloris. The stapler was able to fire and staples formed correctly. It completed half of the firing before stopping. The stapled part was good but it did not complete the firing sequence and staples were left in the loading unit. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, a new reload was used. The additional reload was able to be fired successfully using the original powered stapling handle. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.